Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead became deformed; a conductor fracture was suspected. A new lead of the same model was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Deformed conductor coils were observed 50-53 mm from the terminal pin, with a puncture hole in the outer insulation sleeve. Laboratory analysis confirmed the clinical observation of deformed conductor coils; however, no fracture was identified as the lead passed all electrical testing. The deformed conductor coils and puncture hole were likely caused by surgical tools used during the implant procedure.